Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms. It was noted that the patient presented chest pain. Technical services (ts) was consulted, discussed the out of range measurements had been occurring since the last office check. This pacemaker system remains in service. No adverse patient effects were reported.